Event description:
The customer received a questionable total bilirubin result for one neonatal patient sample. The initial result from a "non-standard microcup" put on top of a tube was 0.55 mg/dl and was reported outside the laboratory. The sample was repeated on (B)(6) 2014 with a result of 13.75 mg/dl and on (B)(6) 2014 with a result of 16.05 mg/dl. The patient was not adversely affected. The total bilirubin reagent lot number was 682415. The expiration date was requested, but was not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for the investigation was requested, but was not provided. It was noted the calibration and qc results were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).